Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The test failed in drain 1 at 659.8ml. The rite volumetric specification is 774.0 - 821.0ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). The assignable cause for the rite failure of timeout during drain 1 was determined to be caused by a malfunctioning pump assembly.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to timeout during drain 1. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.